Manufacturer narrative:
No conclusion can be made. The information provided is limited due to privacy laws in australia. Based on the reported information, at this time the cause of the patient's postoperative complications cannot be determined. The warning section of the instructions-for-use states, " careful attention is required if fixating the mesh in the presence of nerves and vessels." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported to the (B)(4) ((B)(6) regulatory body) by the consumer: "ever since my hernia repair I have been in pain. I can't work or hardly leave the house. I can't be on my feet for too it feels like there are hot knives running down my leg, very sharp pain".